Event description:
Customer requested trend download assistance. It was later reported that a patient death occurred.

Manufacturer narrative:
Trend data has been downloaded from the device and provided to the customer. The trend data indicated that the device had been monitoring and generating alarms. The device has been evaluated, and passed functional and operational tests.